Manufacturer narrative:
On april 13, 2020, the product investigation summary was updated with the following information: during visual inspection of the device, a parallel lines of shell wear were observed on the posterior view. Additionally, a tear was observed within shell wear measuring approximately 0.2 cm causing a deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual inspection of the device, a parallel lines of shell wear were observed on the posterior view. Additionally, a tear was observed within shell wear measuring approximately 0.1 cm causing a deflation. The evaluation determined that the rupture is consistent with the shell wear fold rupture. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 6500607) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 300cc mentor siltex round moderate profile saline catalog: 3542645 lot: 6500607 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 300cc mentor siltex round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 7692837 sn: (B)(4) and (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 7705392 sn: (B)(4). A biopsy of the breast implant capsule was done and the tissue was sent to pathology.